Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator logs were not provided. Customer was quoted but did not reply. Information about the current status of the ventilator has not been provided. H3 other text : 4119.

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. - previous brand name: servo-I, - corrected brand name: servo-I base unit. D4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).